Event description:
Customer called to report high blood glucose. Stated the customer had taken a manual injections for high blood glucose and felt fine. Troubleshooting was performed. The lead screw test passed but the insulin was not exiting. Device was not dropped, bumped, or exposed to moisture.